Event description:
The customer reported obtaining non-reproducible, higher than expected; vitros tropi es results from a single patient sample and a known troponin I-free sample processed on a vitros eciq immunodiagnostic system. Patient sample: 0.074 and 0.137 ng/ml vs. 0.023 ng/ml. Troponin I-free sample: 0.058 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, higher than expected tropi es result of 0.074 ng/ml obtained from the patient sample was reported outside of the laboratory, however; no treatment was given, changed, or withheld based on the reported tropi es result. A verbal corrected report was provided to the physician but it is unknown if a written corrected report was issued. The non-reproducible, higher than expected tropi es result of 0.137 ng/ml obtained from the patient sample was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample and a known troponin I-free sample processed on a vitros eciq immunodiagnostic system. There was no indication the vitros tropi es reagent in use malfunctioned. The assignable cause of the event affecting the patient sample could not be determined. A troponin I precision test was within acceptable guidelines, however; there were insufficient data points to rule out an instrument related issue. The most likely assignable cause of the event affecting the troponin I-free sample was instrument related. The non-reproducible, higher than expected vitros tropi es result was obtained as part of a troponin I precision test which was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple subsystems to return the eciq system to expected performance. Following this action, acceptable vitros tropi es performance was observed.